Event description:
It was reported that during the implant procedure, the lead became dislodged while slitting. It was noted that this was the physician's first time implanting this particular model of lead. Eventually, using multiple sheaths, the lead was successfully implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).